Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported error message. The device's assembly battery connection was replaced as a precaution. Further evaluation of the circumstanced suggests the device was fully capable of delivering therapy and the print recorder was the only feature effected. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to recognize a battery was installed and inappropriately indicated ac power. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.